Event description:
It was reported that during a superior vena cava stenting treatment procedure, stent migration difficulties were encountered. The non-calcified, 70% stenotic lesion was located in the non-tortuous superior vena cava (svc). It is noted that ivus was not used and the reference vessel diameter was not measured. The lesion was not predilated. The access puncture site was the right brachial artery. "The wallstent was undersized to the vena cava and migrated into the atrium, then migrated across the valve into the ventricle. Was then snared and pulled back into the [inferior vena cava] ivc via right groin access and [the] physicians decided to leave it in the ivc. No harm to the pt. The physician decided to place a second stent at a later date." The procedure was successfully completed with a 12x4 balloon. No pt injuries or complications were reported. Current pt status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch # 8366739 found that the device met its material, assembly, and product specifications.